Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening. Implant p/n, lot number, manufacture date, expiration date and gtin 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2676731, mfd. 04/12/19, exp. 2024-04-12, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7045m-90, lot# 2692111, mfd. 09/09/19, exp. 2024-09-09, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7050m-90, lot# 2691971, mfd. 08/01/19, exp. 2024-08-01, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later reported a recurrence of left side si joint pain symptoms. The surgeon determined loosening of the implants based on imaging. In (B)(6) 2020, the surgeon performed a revision procedure where he removed all three implants. No new hardware was installed. The status of the patient following the revision procedure is not known.